Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: conway, j. D., elhessy, a. H., galiboglu, s., patel, n., & gesheff, m. G. (2022). Efficacy of infection eradication in antibiotic cement-coated intramedullary nails for fracture-related infections, nonunions, and fusions. Antibiotics (basel, switzerland), 11(6), 709. Https://doi.org/10.3390/antibiotics11060709.

Event description:
It was reported that on literature review, "efficacy of infection eradication in antibiotic cement-coated intramedullary nails for fracture-related infections, nonunions, and fusions", 6 patients (out of 111) suffered from fracture nonunion after having a primary antibiotic cement-coated intramedullary nail procedure (accin). Those patients needed 1 or more additional unspecified surgical procedures to address the non-union. The primary accin procedures were performed for the treatment of infected nonunions or infected arthrodeses. The patients achieved healed or uninfected bone or stable arthrodeses at the end of the study. No further information is available.

Manufacturer narrative:
Results of investigation: the devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per the complaint, no further information will be provided. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported events have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patients condition. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - impact code).